Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation pulsed field ablation (pfa) interventional procedure. The sutures of a prostyle were successfully pre-placed. The sheath was upsized to a 13f and the ablation procedure was completed. Reportedly, a suture break occurred when advancing the knot of the prostyle suture. Another prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Reportedly, post procedure, hours later when the patient was traveling home, the patient described that they "felt a pop" and the groin began to bleed. The patient returned to the emergency room. Manual pressure was applied and a figure of 8 stitch was placed in the groin. No additional information was provided.